Manufacturer narrative:
H.6. Investigation summary one sample was returned to our quality team for investigation. Upon visually inspecting the product, a brown matter liquid was observed inside the syringe. As the lot involved in this incident is unknown, a device history review could not be performed. Final products in this manufacturing line for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. There have been no changed in the raw material or manufacturing process for this product. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that foreign matter was found during use with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "syringe initially filled with acupan 100mg (10ml) + 40ml nacl to the block. The product remaining in the syringe is black with black deposits. Infusion stopped. The patient is fine. It seems that it is the plunger of the syringe that disintegrates. No possibility to recover the reference report made at the pharmacy. Syringe at your disposal.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a bd plastipak¿ 50 ml concentric luer lock syringe. The following information was provided by the initial reporter, "syringe initially filled with acupan 100 mg (10 ml) + 40 ml nacl to the block. The product remaining in the syringe is black with black deposits. Infusion stopped. The patient is fine. It seems that it is the plunger of the syringe that disintegrates. No possibility to recover the reference report made at the pharmacy. Syringe at your disposal."